Event description:
It was reported that due to the patient's small left ventricle and cardiac arrhythmia, frequent low flow alarms occurred. The account requested that the patient's low flow alarm threshold be lowered, and low flow software upgrade was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms were confirmed via the submitted log files and were believed to due to a small left ventricle and cardiac arrhythmia. A direct correlation between the reported event and heartmate 3 lvas (left ventricular assist system), serial number (B)(6), could not be conclusively determined through this evaluation. The account requested that the patient's low flow alarm threshold be lowered. On (B)(6) 2023, the patient's system controllers were upgraded with software version 1.7. Following the upgrade, the low flow alarm threshold was decreased to 2.0 lpm (liters per minute). The controller event log file contained events spanning from (B)(6) 2023 to (B)(6) 2023. Intermittent low flow alarms were captured due to the estimated pump flow hovering around the low flow threshold of 2.5 lpm for the majority of the log file. No other notable alarms or events were captured. The pump appeared to have been operating as intended at the fixed speed. Additional information regarding the event was requested from the account; however, the hospital will not provide any further information related to this event. The patient remains ongoing on heartmate 3 lvas, serial (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. A, contains the following information: section 1 outlines potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 outlines system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 of the IFU lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Section 7 outlines system alarms and the recommended actions associated with them. The heartmate 3 left ventricular assist system patient handbook, rev. C, is currently available. Section 5 outlines system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had multiple low flow alarms and the patient was asymptomatic. The software was upgraded to lower the threshold. It was also noted that the patient had frequent arrhythmia.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.